Event description:
The pt reportedly experienced lack of auditory percept and the electrode array had migrated. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.